Event description:
Reportedly, the message "smartview connect application isn't responding" was displayed.

Manufacturer narrative:
Analysis investigation: upon reception of the smartview connect, the reported issue was not observed, as the message 'smartview connect application isn't responding' was not displayed. However, when the device was turned on, it remained stuck on the initialization screen with the message 'just a moment', making the device unusable. Since the device cannot be properly switch on, a thorough investigation of the issue was not possible. The root-cause could not be determined with certainty,one possible hypothesis is a hardware-related issue with the device. This case is recorded for trend purposes.

Event description:
Reportedly, the message "smartview connect application isn't responding" was displayed.